Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2 mm x 40 mm x 145 cm coyote¿ es balloon catheter was advanced for dilatation but the device was unable to cross the lesion. When the physician attempted to dilate an area before reaching the lesion, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote¿ es balloon catheter. No patient complications were reported.